Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter tip was missing and it was assumed the tip was in the patients vein. Verbatim: "material no.: 381434 batch no.: 8337693. It was reported the tip was missing from the catheter and the assumption was the tip was in the patient's vein. Verbatim: the tip was missing from the catheter and the assumption was the tip was in patient's vein."

Manufacturer narrative:
H.6. Investigation summary: DHR: the lot number was built afa line 1 from 08dec18 thru 13dec18 packaged on packaging line 11 from 10dec18 thru 13dec187 for a quantity of (B)(4) units. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No qns were initiated during production. Received a 20ga iag catheter-adapter assembly connected to an extension tubing and an empty-open package from lot number 8337693. Visual/microscopic evaluation: observed there was traces of blood residue on the catheter and the extension set. Observed there was approximately 11mm of catheter tubing (from the nose of the adapter to the highest point of the tubing) and the catheter tip was missing. The area of separation at the catheter tubing had jagged and rough edges (indication of stress). The area of separation revealed a v shaped cut. Conclusion(s): a definite source that caused the defect observed could not be determined, it is uncertain whether the defects observed on the catheter tubing were caused by manipulation of the device prior to insertion or by the manufacturing process.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter tip was missing and it was assumed the tip was in the patients vein. Verbatim: "material no.: 381434 batch no.: 8337693. It was reported the tip was missing from the catheter and the assumption was the tip was in the patient's vein. Verbatim: the tip was missing from the catheter and the assumption was the tip was in patient's vein."